Event description:
Ous MDR - low impedance below 200 ohms was reported via home monitoring. The patient came in for a device check and angiography confirmed an occlusion. The ICD was explanted. No adverse patient events were reported.

Manufacturer narrative:
The ICD and the leads under complaint were received and subjected to an extensive analysis. The ICD proved to be fully functional during analysis. There was no indication of an ICD malfunction. In the course of the analysis of the solia multiple abrasion marks were noted along the lead body. Furthermore cuts in the insulation were observed which most likely occurred during the extraction procedure. Blood penetrated the lead in these areas. No further deviations were note which might have contributed to the clinical observation.subsequently the protego was investigated revealing multiple signs of wear along the available lead fragments. In particular on the distal lead fragment the insulation was rubbed through 7.5 cm proximal to the lead tip, which can be considered as the root cause of noise mentioned in the complaint text. Due to this insulation damage the low impedance, reported in the complaint description, was measured which also could be confirmed during the electrical analysis. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state.causes for elevated stresses are difficult to determine without further information or diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for almost 38 months and 18 charging cycles were recorded to the device memory. The memory content of the device was analyzed. The impedance trend showed a rv pacing impedance value of 200 ohms on (B)(6) 2017. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of an ICD malfunction.